Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were sticking. The button continues to scroll without user input after pressing the button. Customer's blood glucose level was 45 mg/dl. The customer's blood glucose level was treated with juice and crackers. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, self test, prime test and excessive no delivery test. The backlight functioned properly. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The device was received with cracked reservoir tube lip.